Event description:
It was reported, following a brain aneurysm coil embolization, an angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the common femoral artery (cfa) puncture site with the cfa lumen diameter of 5 millimeters (mm). Following removal of the tamp tube after tamping the angio-seal, the puncture site bled. Manual compression was applied for twenty minutes, but the puncture site continued to bleed. The pt underwent surgical intervention. The angio-seal anchor, collagen and suture were found in the artery and were removed. The pt was discharged later on a unk date. The physician was uncertain whether suture tension was maintained during collagen tamping or if the collagen was pushed too hard with the tamper tube.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The running suture was approx 1.03" in length; the suture proximal end was consistent with cutting. The collagen was removed; no contributing visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.